Event description:
Additional information was received indicating that the increase in seizures started on (B)(6) 2015 and ended on (B)(6) 2015. The severity of the event was mild. It was reported that the event was not related to implant nor to vns stimulation. The treatment was not changed but they changed the dose / schedule of medication. It was reported that the event was not indicated as a serious adverse event. The patient's device was tested on (B)(6) 2015 and system diagnostics returned impedance results within normal limits with dc-dc code 3.

Event description:
It was reported that a patient who is subject to a vns study had an important increase of seizures between on (B)(6) 2015. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. No additional information was provided to date.